Event description:
A valiant stent graft system was implanted for the treatment of a saccular thoracic aortic aneurysm in zone 2. It was reported that a type 1a endoleak was confirmed on the follow-up CT. The physician believes the cause of the type 1a endoleak is due to the slight movement of the stent graft at the time of implant. It was reported that the patient had symptomatic cerebral infarction that occurred due to a guidewire usage in the procedure, which caused the patient to suffer articulation disorder and slurred speech. Per the physician the cerebral infarction was attributed to the pull through technique, not related to the stent graft system. The physician is monitoring the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).